Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was initially placed and exhibit high/undefined impedances. The lead was repositioned and retested multiple times, but continued to exhibit high impedances. The lead was removed, inspected, and repositioned without improvement. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.